Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2500 ohms, and noise on the rate/sense channel, which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). The patient was not pacemaker dependent. The patient was brought in to their clinic and impedance measurements were 1100 to 1400 ohms. The final measurement was 1493 ohms. The shock impedance measurement was normal. Isometrics were performed which reproduced the rv noise and the high rv impedance measurements of greater than 2500 ohms. The plan was to revise the lead at a later date. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that a surgical intervention was performed. The pace/sense portion of the rv lead was tested via the pacing system analyzer (psa) during the revision and pacing impedance measurements were greater than 3000 ohms. The pace/sense portion of the rv lead was therefore surgically abandoned and a new pace/sense lead was implanted. No additional adverse patient effects were reported.